Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the implanter had positioned the lead, but when the implanter withdrew the wire out the tip of the wire sheared off and is now stuck in the vein. It was also noted that there was no way to get the wire fragment out and there is concern that it could migrate out of the vein and back into the right atrium. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the guidewire was returned, analyzed, and analysis revealed that the guidewire was broken. It was also noted that the guidewire waskinked/buckled, was unraveled, and had damage at implant. Analysis comments also stated that the guidewire returned was unraveled, kinked/bucked (various throughout) and the tip is missing (not returned). Tip appears overstress fractured at 95.5cm from the hub and appears to be damaged during procedure. It was also noted that based on the specification of this attain guidewire, between 1.5cm and 3.5cm of the guidewire is missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.